Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with approximately 280 units of insulin. Tandem technical support educated the customer on the insulin gauge calculations of the pump. The customer declined to reload the cartridge for the pump to recalculate the fill estimate, and will continue using the existing cartridge for insulin therapy. The customer's blood glucose level was 328 mg/dl and was addressed with a bolus via the pump.